Event description:
The following was reported to davol by the patient: it has been alleged that in 2006, the patient was implanted with a bard composix hernia patch. The patient alleges that he has undergone 4-6 additional surgeries due to the complications experienced since the initial implant of the hernia patch.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient alleges that since implant he has experienced complications requiring additional surgery. No specific device failure has been alleged and medical records have not been provided. We have contacted the initial reporter to request additional information. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. This MDR includes all patient, event and device information davol has received to date. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.